Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus no battery power was verified when device powered on. This was caused by faulty electronic chassis. The physical condition of the device was in good condition. Action was taken to replace he chassis .repair summary: replace electronic chassis to resolve the reported issue. Updated service maintenance kit p/n 000k9151. Replaced damaged function switch. Reset patient pressure cycling led. Adjusted peep ctrl valve and CPAP ctrl needle. Peformed pm, calibrated, cleaned unit and affix new service label., corrected data: corrected, no patient involvement.

Event description:
Investigation completed and summary.

Event description:
It was reported the device would not power on under battery power.